Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacemaker system exhibited noise and high out of range pacing impedance measurements on the right atrial (ra) lead, measuring greater than 2000 ohms. The noise could be reproduced with isometrics. It was noted that the ra lead was fractured, however, the physician was unable to visualize the fracture. This ra lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.